Event description:
Sulcus lens crimped at origin on body of lens. Would not correct, when rotating lens inside eye haptic came off. When attempting to rotate lens by remaining haptic, that one also came off. Lens was cut and removed. No lens used left patient aphakia. Patient referred to retinal specialist. Reference report: mw5156077.